Event description:
It was reported that the patient experienced arrhythmia and hypotension. Procedure summary: pre-dilatation was performed with a 24 mm balloon. After ballooning, aortic insufficiency was noted and the patient's pressure began to drop. A 27 mm lotus edge valve was inserted through the right groin and navigated up and over the arch. The valve was positioned without difficulty. While moving toward locking, the patients pressure went into the 50s and was not improving. The patient became unresponsive and CPR resuscitation was initiated. The patient became pulseless. The valve was deployed quickly and the delivery system was removed. The valve remained in the aortic position. Resuscitation efforts continued with the patient receiving a heart pump and started on ECMO. Post implant summary: junctional rhythm was noted and the following day the patient received a pacemaker. Two days post implant procedure the patient was removed from all support and was progressing.

Event description:
It was reported that the patient experienced arrhythmia and hypotension. Procedure summary: pre-dilatation was performed with a 24mm balloon. After ballooning, aortic insufficiency was noted and the patient's pressure began to drop. A 27mm lotus edge valve was inserted through the right groin and navigated up and over the arch. The valve was positioned without difficulty. While moving toward locking, the patients pressure went into the 50s and was not improving. The patient became unresponsive and CPR resuscitation was initiated. The patient became pulseless. The valve was deployed quickly and the delivery system was removed. The valve remained in the aortic position. Resuscitation efforts continued with the patient receiving a heart pump and started on ECMO. Post implant summary: junctional rhythm was noted and the following day the patient received a pacemaker. Two days post implant procedure the patient was removed from all support and was progressing. It was further reported that the patient is home and doing well.